Event description:
Monarch bladder sling mesh perforated bladder and urethra causing incontinence, pain, infection, blood in urine and kidney failure. Also mesh used for pelvic organ prolapse caused significant pelvic pain. Four add'l surgeries were required to repair the damage from the mesh and an add'l surgery is scheduled for (B)(6) 2011. Pelvic floor physical therapy is also being started.